Event description:
It was reported that during stage ii the surgeon broke some of the wires inside of the lead while attempting to pull the lead through to connect to the extension wire. The wires were exposed. The impedance checks indicated that there were a couple of potential open circuits and one short circuit. Further information is being requested.

Manufacturer narrative:
(B) (4).